Event description:
Procedure: hysterectomy. Whiles applying the instrument to adnexa the hand piece would not seal and small amount bleeding occurred. Another device was used to complete the procedure.